Manufacturer narrative:
The patient was monitored and no intervention was performed. No further adverse patient effects were reported. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that the patient implanted with this lead had a pneumothorax of the lower quarter of the left lung. It was not suspected the lead had contributed to the pneumothorax.